Event description:
Allegedly the patient is experiencing mom complications (right). Received additional information on 12/05/2014: allegedly the patient was revised due to metalosis with pseudotumor.

Manufacturer narrative:
This is the same event as 3010536692-2014-01869. This report will be updated when investigation is complete. Trends will be evaluated.